Event description:
It was reported that the user received an occlusion alert on an ilet system using a contact detach infusion set, changed the infusion site and set, and subsequently observed blood glucose at 313 mg/dl trending downward; replacement infusion supplies were provided along with troubleshooting and education. Investigation of this case revealed that the occlusion resolved after the infusion set change, indicating a probable infusion set or cannula flow interruption consistent with an occlusion event. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary elevation of blood glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to impaired insulin delivery, resolved by set replacement.